Manufacturer narrative:
Product analysis: hawkone and cutter driver loosely packed were returned to medtronic investigation lab for evaluation. The device was connected to cutter driver. A compression at approximately 0.6 cm cutter window distal edge was noted. Biological debris was within the housing and there was no dried blood within the cutter window. Initial cutter was advanced within the housing 0.8 cm distal to the cutter window. The torque shaft was bent at an approximate 90-degree angle beneath the strain relief. Functional testing was performed in an attempt to retract the cutter within the cutter window resulting in fracturing the housing at the cutter window rim. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cutter was located inside the housing upon device removal from the patient. No deformation was noted to the cutter. The device was safely removed from the patient. No vessel damage reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non medtronic 6fr sheath, spider wire and 6mm spider embolic protection during procedure to treat a little calcified plaque lesion in the right proximal to mid sfa with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 4 - 5mm and 250mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that physician crossed lesion very easily, deployed the spider in the popliteal. Physician made a few passes with the hawkone device, once it was full, it was taken out, cleaned and went back into sfa for second time. After second cleaning, physician noticed difficulty closing the blade, thumbswitch would not advance into off position. Physician tried trouble shooting but not successful. A new device was used to complete the procedure. There was no patient injury reported.